Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, fluoroscopy revealed a misload due to a paddle out of pocket. The paddles of the valve were not in their notch on the delivery catheter system (dcs) during recapture to improve the position. The valve and dcs were removed and a new system was used for implant. A post dilation was performed following implant of the second valve to try to open the valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop23-29 (lot: 0011666168); product type: 0195-heart valves; implant date n/a; explant date n/a conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. One fluoroscopic cine loop of the bioprosthesis was provided for review of the event described above. The patient summary was not provided for anatomical review. Imaging clearly shows that one valve paddle is outside of the paddle attachment. This constitutes a misload of the valve. The most likely cause was a misload that occurred already during the loading of the valve. Further information would be required to confirm this theory, e.g. A pre-procedural fluoro-check cine loop. By removing the delivery catheter system (dcs) with the misloaded valve and replacing it with new components, the site adhered to instructions. A new system was used. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.